Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the 0 ohm measurement was directly related to an external source as the patient was hospitalized during the measurement readings. Tachycardia therapy remains available for this patient as the patient received appropriate therapy after the hospitalization. The physician plans to continue to monitor this patient normally.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected to out of range shock impedance measurement recordings. The device recorded two, 0 ohm, measurements. All other measurements were in range and the device has provided therapy successfully on several arrhythmias. The patient was hospitalized during the time the two measurements were detected. No adverse patient effects were reported.